Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was located on the abdomen from under the sensor adhesive area, shaped like a donut. The reaction was described as having an oval shaped redness and bumpy. Affected area was treated with hydrocortisone cream 1% that was prescribed on (B)(6) 2017, for a previous skin reaction. At the time of contact, the patient was ok. No additional event or patient information was provided.